Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of inappropriate automated mode switch (ams) noted on the device due to programming. The device will be reprogrammed at a later date to resolve the event. The patient was stable with no consequences.